Event description:
It was reported that a low battery signal was detected on (B)(6) 2026 on the implantable cardiac monitor (icm) via a remote transmission. The alert indicated end of service may be reached soon, suggesting possible premature battery depletion. The icm was being monitored. The patient was stable at all times.